Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: d9, g3, g6, h2, h3, h6 and h11. Corrected field: h6- health effect - impact code. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: camera head communication error code 224. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of error message said connector head error and camera head communication error code 224 was due to bad cable or connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the autoclavable camera head produced a connector head error message. There were no reports of patient involvement, as the event was reported during inspection for use.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.